Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laminectomy procedure, the device was locked up and would not open. There was no patient harm.